Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 9:00 pm, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. On (B) (6) 2010, the patient experienced the symptoms of thirst and frequent urination. She did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct and the meter's battery did not need to be replaced. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.